Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited pressure reducer malfunction and leakage from secondary tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that leakage from secondary tube occurred due to pressure reducer malfunction, but the cause of pressure reducer malfunction could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.